Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Insulin pump passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No air bubbles noted in reservoir. Device received with cracked case at display window corners and lcd window. (B)(4).

Event description:
Customer reported via phone call that no insulin came out of the tube during prime. Customer's blood glucose was 400 mg/dl. Customer treated her high blood glucose with insulin injection, customer's blood glucose lowered to 226 mg/dl. Customer's blood glucose at time of call was 130 mg/dl. Customer experienced fatigue and excessive urination due to high blood glucose. Customer mentioned she saw air bubbles at the top of the tubing. Customer wanted the insulin pump replaced. Customer agreed to return the device for analysis.